Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient experienced distal embolization to the same territory due to progression of the clot to m3 and further after thrombectomy during a solitaire procedure. No further treatment or actions were taken and the event resolved on the same day. The event was not the result of a device deficiency, and was not a recurrent or new stroke. The site assessed the thromboembolism as probably caused by the procedure and not related to the disease under study, an underlying condition, or the device. The sponsor assessed the event as procedure related. Two days after the procedure an MRI showed expansion of the initial infarct. This was not the result of a device deficiency, and was not a recurrent or new stroke. No further treatment was given. The site assessed the infarct as not related to the disease under study, an underlying condition, the device, or the procedure. The sponsor assessed it as procedure related. The patient was undergoing treatment for a clot located in the m2 segment of the left middle cerebral artery. The patient's pre-procedure mtici score was 0, and post-procedure it was 3. The patient's mrs score was 2, and their nihss score was 10. Ancillary devices include a react 68 catheter.

Event description:
Additional information received reported cerebral artery embolism in the same vascular territory. Expansion of the initial cerebral infarct was also noted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.